Manufacturer narrative:
The serial number for this device is unknown at this time and will be provided upon receipt.

Event description:
It has been reported that the device was damaged during shipping.